Event description:
Caller reported an alarm 2 followed by alarm 26, linked to an occlusion event earlier in the day. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin.